Event description:
PICC line was inserted to administer antibiotics, in 2000. Nurse tried to remove PICC & was unable to fully remove from pts arm. Nurse advised the pt to seek further medical treatment at local hosp. While hosp staff was trying to remove PICC line it broke. Surgeon could not remove the PICC or the broken fragment. Embolized piece was finally removed from pt's lung 2 days later.